Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. Results of functional testing indicate that no speaker sound at start up test. Failed manual power on test and speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue.

Event description:
It was identified during bench testing that the mx40 2.4 ghz smart hopping device had no audio sound. The device was not in use on a patient at the time of event, there was no adverse event reported.